Manufacturer narrative:
The recipient is reportedly exhibiting good performance, without reports of incidents or new infectious condition. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
On (B)(6) 2015 a revision surgery was performed. During surgery, it was discovered that the tissue in the mastoid and bone regeneration was swollen. The site was washed with povidone-iodine. On (B)(6) 2015, the recipient was prescribed ceftriaxone IV for a day and cefixime for 14 days. On (B)(6) 2015, the recipient was prescribed clarithromycin. On (B)(6) 2015, the recipient was prescribed cefixime. On (B)(6) 2015, the recipient was prescribed betamethasone, loratadine, and amoxicillin. On (B)(6) 2015, the recipient was prescribed cefuroxime. The recipient's device was explanted. The recipient's skin flap is reportedly doing well.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing an infection, retroauricular swelling, and draining purulent fluid. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient was reimplanted on the contralateral side. The recipient's infection has reportedly resolved. This is the final report.

Manufacturer narrative:
This is the final report.